Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2004. According to the complainant, the patient experienced physical pain, permanent injury and underwent corrective surgery. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.